Event description:
It was reported that during a reconstruction of the anterior cruciate ligament, meniscal repair, the implants were placed inside the respective case. The last ultra fast fix was passed for the operating room assistant to the table; this was used to repair the anterior horn of the medial meniscus. When they were introducing the meniscal suture, t1 was activated to the meniscus, and they realized under the vision of the arthroscopy, the metal tip of the implant stays up and the peek tip held to it, since it was not fixed to the patient's meniscus. No patient injury was reported.

Event description:
It was reported that during a reconstruction of the anterior cruciate ligament, meniscal repair, the implants were placed inside the respective case. The last ultra fast fix was passed for the operating room assistant to the table; this was used to repair the anterior horn of the medial meniscus. When they were introducing the meniscal suture, t1 was activated to the meniscus, and they realized under the vision of the arthroscopy, the metal tip of the implant stays up and the peek tip held to it, since it was not fixed to the patient's meniscus. A back up was used to complete the procedure and thirty to sixty minutes delay. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 was activated to the meniscus, and they realized under the vision of the arthroscopy, the metal tip of the implant stays up and the peek tip held to it, since it was not fixed to the patient's meniscus.¿ the depth limiter was returned and had been fully retracted. T1 was not returned. T2 and a small portion of torn suture were returned attached to the needle track. The delivery needle¿s distal portion was slightly shifted toward the right. T2 was found at the tip of the delivery needle. It was raised up at the distal tip and was lodged between the track rails. The actuator was retracted inside the needle track. The device was then cycled and actuated once which successfully completed t2 deployment fully, with no concern. The actuator returned to position as expected. The allegation description is consistent with temporary effects of twisting or flexing in attempt to reach the desired anchoring location. Under warnings the instructions for use states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. A2, a3 ,a4, b5, d10 & h3 updated.

Event description:
It was reported that during a reconstruction of the anterior cruciate ligament, meniscal repair, the implants were placed inside the respective case. The last ultra fast fix was passed for the operating room assistant to the table; this was used to repair the anterior horn of the medial meniscus. When they were introducing the meniscal suture, t1 was activated to the meniscus, and they realized under the vision of the arthroscopy, the metal tip of the implant stays up and the peek tip held to it, since it was not fixed to the patient's meniscus. No patient injury was reported.